Manufacturer narrative:
Additional information: d9, h3, h4, h6, h11. H4: the lot was manufactured between may 27-29, 2023. H11: four actual devices and four photographs of the sample were provided for evaluation. Visual inspection was performed in all the samples. The reported issue was identified by initial visual inspection on the returned samples and the photo samples and leakage of tpn solution were noticed from the bags into the outer pouches. Functional testing of samples was performed a leak was identified from the administration spike port bonding area on the returned samples. The reported condition was verified. The cause of the issue could not be determined; however, the cause was most likely due to inadequate, or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding in the returned samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that four (04) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked from the middle port. This occurred during set up/preparation. There was no patient involvement. No additional information is available.